Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis replicated/confirmed the customer reported complaint damaged the tip. The fenestrated bipolar forceps instrument was found to have thermal damage on the yaw pulley. The instrument passed the electrical continuity test. This type of failure is commonly associated with mishandling/misuse.

Event description:
It was reported that during central processing, the customer attempted to re-process the fenestrated bipolar forceps instrument and found that the instrument tip was not thoroughly cleaned. According to the report, a possible "arc discharge" may have occurred from the previous usage. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was clarified that the alleged "arc discharge" was based on an opinion drawn during inspection identifying instrument melting and discoloration. No specific event of arcing was confirmed. There were no irregularities from previous usages of the instrument including the most previous procedure where the instrument operated without issue.